Manufacturer narrative:
The reported complaint of upon powering on, the autopulse platform (sn (B)(4)displayed "align patient on the platform" followed by "analyzing patient size" message and then powered off was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the reported issue was due to the seized brake gap caused by corrosion at the brake housing area, preventing the brake to open or close during activation likely due to the presence of moisture inside the platform. In addition, based on the archive review, the platform has not been powered on for almost two months and the routine shift check of the platform was not performed daily in which may cause the brake gap to be seized. Therefore, the root cause of the reported complaint was user mishandling. There was no physical damage observed on the returned autopulse platform during visual inspection. Archive data shows multiple user advisory (ua) 16 (timeout moving to take-up position) error messages following by the platform power off that occurred on the reported event date. Thus, confirming the reported complaint. The initial functional testing of the ap platform could not be performed due to user advisory (ua) 16 displayed upon powering on. Thus, confirming the reported complaint. To remedy the reported issue, the seized brake gap was un-seized, and cleaned the brake housing area. A drive train motor brake gap inspection was performed and verified that the brake gap was within the specification. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, upon powering on, the autopulse platform displayed "align patient on the platform" followed by "analyzing patient size" message and then powered off. No additional information was provided. The patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown. After the call, the manikin was placed on the platform and the reported issue was duplicated.